Manufacturer narrative:
Additional information was received stating this patient presented to the clinic with a stored episode due to noise which resulted in pacing inhibition greater than two seconds. Additionally, there was no sensing and elevated threshold measurements. A revision procedure was performed. Following lead placement, the device was put back into the pocket and noise was observed again. However, the device had been programmed to electrocautery mode. Therefore, the device was explanted. Visual inspection of the device noted the sealing rings were damaged. It is unknown whether the damage was from a prior procedure or occurred during this procedure. It was noted that this physician has damaged seal plugs in the past. No additional adverse patient effects were reported. The device is expected to be returned for testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that during the elective procedure to upgrade this patient's device, some oversensing was noted which resulted in some pacing inhibition. The right ventricular (rv) sensitivity was reprogrammed to least and the patient was going to be checked the following day. No adverse patient effects were reported.